Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The event log was checked and an error code related to the battery not charging was found. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to one minute. The device's detachable battery pack was replaced to address the issue.